Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after insertion of a za9003 intraocular lens (iol), it was removed during the same procedure due to the patient having zonular dialysis. A vitrectomy was performed. There was no replacement lens, patient is reported as doing fine.

Manufacturer narrative:
The lens was returned to the manufacturer for evaluation and was received cut in half. The condition observed in the lens and the way in which the cut was formed is consistent with a lens that has been cut for lens removal. The complaint indicated that there was no issue with the lens and the complaint was due to patient anatomy. Therefore the complaint issue could not be verified in the returned product. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing records review, analysis of the return, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.